Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported statlock does not stick. The statlock is covered by a transparent plaster. When the transparent plaster is removed, the statlock comes off at the same time without the need for force. No other information was provided. It was reported this occurred with three devices. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a statlock stabilization device not adhering to the skin is confirmed, but the root cause could not be determined. Three statlock crescent devices were returned for evaluation. An initial visual observation of the three returned devices revealed the first returned sample to have use residues along the device with no paper backing attached to the adhesive of the device. The second returned statlock device was returned unused without its packaging. The second returned sample was observed to have the paper backing on the adhesive side of the device. The third returned sample was observed to be a lot sample inside its original, sealed packaging. A tactile evaluation of the first returned sample revealed the adhesive section of the device to have very little tackiness. One side of the paper backing for each sample 2 and sample 3 were removed to observe the tackiness of the adhesive backing of each statlock lot sample. A tactile evaluation of the adhesive of sample 2 and sample 3 revealed the device¿s adhesive to be tacky. A functional test of attempting to stick the first sample statlock device to silicone skin revealed the statlock device did not stick to the imitation skin. A functional test of attempting to stick one side of the adhesive of the statlock devices to the imitation skin for sample 2 and sample 3 revealed the devices to stick to the silicone skin. The cause of this failure is unknown at this time; however, use of this product may have contributed to the failure, as it is not known the clinical conditions in which the product was used. This complaint will be recorded for future trending and monitoring purposes.